Manufacturer narrative:
Device evaluation: 01 x zso-7-10 zimmon biliary stent of lot number c1897035 involved in this complaint was returned for evaluation opened, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Image provided in file shows kink visible on 2nd porthole of pigtail curl. The device related to this occurrence underwent a laboratory evaluation on the 13th/october/ 2023. The lab evaluation notes, and lab attendees can be verified in the ¿returned product-notes ¿section. On evaluation of the device, it was noted that the stent and pigtail straightener were returned separately. Kink observed on the 2nd porthole of the tapered end pigtail curl. A 0.035-inch wire guide did not pass the kink. Manufacturing records review: prior to distribution all zso-7-10 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for did not reveal any discrepancies that could have contributed to this complaint issue. The failure mode has not previously occurred with lot c1897035. Based on the information to date there are no manufacturing issues associated with lot c1897035. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with this work order. Instructions for use /or label review: the instructions for use, (ifu0045) which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive pressure being exerted on the device as it was straightened during preparation for use. Excessive force placed on the device during straightening may have caused the kinks noted by the user and observed during the lab evaluation. Confirmation of complaint: the complaint is confirmed based on visual and/or functional inspection. Summary of investigation: failure identified: kinked during use. Confirmed quantity of 01 device prior to use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive pressure being exerted on the device as it was straightened during preparation for use. Excessive force placed on the device during straightening may have caused the kinks noted by the user and observed during the lab evaluation. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. This device did not make patient contact. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After stone removal, user attempt to place a double pigtail stent for drainage purpose, but user found out the a obvious kink between pigtail and stent body upon opening the package. No use on patient. User changed to another same rpn device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."